Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected field: d4 - primary UDI number (a wrong number was typed). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 complete facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed that the light level is low, and that it was interfering with the inspection. The issue occurred during inspection for use. There were no reports of patient harm.